Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4339763. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: bd insyte auto guard bc 20g shielded IV catheter with blood control technology was used. While it worked like a typical IV catheter (so not unsafe for vet) it did not have the shielded blood control like it typically does. Lot 4339763, this was the only one identified that had this issue. Expiration 10/31/2027; ref 382534.